Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, rash, infection, and redness, underneath sensor pod area only. The reaction was treated with a prescription of an oral antibiotic, cephalexin, 10ml 3 times a day for 7 days. At the time of the report the patient was stable, and the skin reaction was healing. Additionally, according to the mother the infection could have been because of the patient´s activity and environment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.